Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B) (6) 2010. According to the complainant, during the procedure the forceps jaw/cup broke off inside the patient. The forceps fragment was retrieved from the patient using another of the same device. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was confirmed that the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4). (B) (4) therapy/non-surgical treatment, additional the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the jaw was broken. A functional test was not performed due to the sample return condition. The device rivets and crimps were within specification. Further external analysis of the jaw found evidence that the fracture occurred due to a bending/torsional motion and ductile fatigue. Additionally, no material anomalies were identified. The condition of the returned incident device was consistent with the complaint that the device jaw fractured. Based on the results of the investigation, the most probable root cause is user error. Our directions for use state: "application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps jaw/cup broke off inside the patient. The forceps fragment was retrieved from the patient using another of the same device. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.